Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the issue was in the bios battery and discovered that it was very low voltage which causing the host pc to not boot up automatically. The fse confirmed that the reported problem was caused by a faulty bios battery in the host pc. The fse replaced the bios battery and updated the bios settings. After replacement of the bios battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the machine is not automatically switching on. The device was in clinical use. No patient harm reported. The philips field service engineer went on site and replaced the uninterrupted power supply (ups) battery. The system meets the specification for the performed service and is returned to use. Philips has started an investigation of the complaint.